Event description:
Device was explanted due to loss of sensing after patient underwent a cardioversion. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The available data were thoroughly inspected. The transmitted secgs documented a loss of signal, thus confirming the clinical observation. Furthermore, the statistics contained implausible values. The root cause of these observations was not determinable based on the available information. However, it cannot be excluded that external influences, such as strong magnetic fields, contributed to the event. In summary, the analysis confirmed a temporary loss of signal. However, the root cause could not be determined from the available data. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. A defective component cannot be excluded.